Event description:
It was reported that the patient had an unspecified accident, passed out and was taken to the hospital via ambulance with hyperglycemia on an unspecified date. The patient's blood glucose levels reached 800 mg/dl. The patient was treated with being on the ventilator for three days. The patient's discharge date was not provided. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs5czc1. Hardware: sm-s928u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.